Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. Prior to ablation, it was noted that the guidewire was stuck. Both the catheter and guidewire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that no tissue seen on the catheter. They were not able to remove the guidewire as normal. Resistance felt while manipulating the catheter. The case was performed on non-interrupted anticoagulant. Fluoroscopy used as imaging method.

Manufacturer narrative:
Upon device return and inspection, it was noted that the guidewire was inserted into the catheter. However, when the guidewire was removed it was noticed that the guidewire was coming out raveled and fully stretched. An attempt was made to advance a new guidewire through the device, the attempt was successful. Subsequently, the device was deployed with a guidewire inserted, and deployment to basket and flower was successful. No unusual resistance was felt. The catheter was dissected to locate what could have caused the damage to the guidewire, nothing out of the ordinary was found. The reported stuck guidewire was not confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. Prior to ablation, it was noted that the guidewire was stuck. Both the catheter and guidewire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that no tissue seen on the catheter. They were not able to remove the guidewire as normal. Resistance felt while manipulating the catheter. The case was performed on non-interrupted anticoagulant. Fluoroscopy used as imaging method.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. Prior to ablation, it was noted that the guidewire was stuck. Both the catheter and guidewire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.